Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Please reference medwatch report #2032227-2014-25983.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported that he was receiving no delivery alarms on the insulin pump. The customer's blood glucose was 418 mg/dl, which was treated with injection. The customer performed a 5.0 unit fixed prime and insulin did not exit. The insulin pump alarmed no delivery. The customer was then advised to remove the reservoir from the insulin pump and to disconnect and reconnect the reservoir and infusion set at the tubing connector, and push insulin through the tubing. Insulin did exit the tubing. While performing a manual prime, the insulin pump alarmed no delivery. After assembling a new infusion set and reservoir and running a manual prime, the insulin pump was working as designed. It was explained that the alarm was caused by an infusion set or reservoir occlusion. The customer repeated the manual prime and received a no delivery alarm. He was advised to revert to a back-up plan. Nothing further reported.